Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: one photo was provided. It shows the box label confirming the product is a 50ml. The certificate received was for a 60ml. Failure mode is verified. When transitioning from 60ml to 50ml the system was not fully updated. After this complaint the system was verified and updated. Revised certificate attached. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9240145 for this type of defect or symptom. Root cause description: when transitioning from 60ml to 50ml the system was not fully updated. After this complaint the system was verified and updated. Rationale: CAPA not required at this time.

Event description:
It was reported that information on label does not match the cofc with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: we have a little issue that information on the label doesn't match with the coc. The label on the box said 50ml syringe match with syringe inside the box but certification of compliant still said 60ml syringe.